Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had erroneous results no serious injury medical intervention.

Manufacturer narrative:
Per comments in bd internal notes (B)(6) 2018 plant number/description were corrected. (B)(4).

Event description:
It was reported that the bd vacutainer k2 edta (k2e) 7.2mg blood collection tubes had erroneous results no serious injury medical intervention.